Event description:
Info received that the stretcher moved sideways when in brake mode. No injury reported.

Manufacturer narrative:
Tech located the stretcher in hallway. Found - stretcher moved sideways with the brakes on. Cause: defective casters (worn out). Replaced all casters to resolve this issue.